Event description:
It is reported that the devices were implanted in 1995 and that the patient was revised in 2005, due to loosening and wear.

Manufacturer narrative:
Evaluation summary: the explanted devices were not returned for evaluation. Without additional information, the cause of the loosening and wear and subsequent revision cannot be determined. Evaluation: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based in the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.